Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 180 mg/dl at 7:19 a.m. With the contour next gen meter. The customer stated that she was experiencing symptoms of hypoglycemia which she described as feeling dizzy. The customer went to the hospital where a blood glucose test was performed and a reading of 40 mg/dl was obtained. The customer was given intravenous medication at 11:00 a.m. No further event details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter and contour next test strips from lot # 2fpeg06a for evaluation. An in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance.